Manufacturer narrative:
Based on the claim against the product by the customer noting wire showing on the black bushing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have damage to the conductor wire insulation. The conductor wire was found to have insulation damage at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test on 3 out of 3 attempts. The instrument delivered energy on multiple occasions with no issues. There were no signs of arcing. There were no signs of thermal damage. Root cause of this failure is attributed to a component failure. The complaint was confirmed by failure analysis, which indicates that the device has contributed to the customer reported issue.

Event description:
It was reported during central processing that, the 8mm fenestrated bipolar forceps had wire showing on the black bushing. The procedure was completed. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.